Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged device completely stopped working; device will not turn on/device not funtioning; other thermal issue. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam become degraded and there was no report of patient harm or injury. Additional information has been added that the patient alleged to have difficulty breathing/short of breath which results in hospital visit.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath which results in hospital visit, device completely stopped working; device will not turn on/device not functioning; other thermal issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.